Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service even identified during preventative maintenance. Visual inspection, functional testing, and battery testing were performed. The cause of the low battery alarm was determined to be a low battery. To correct the condition, the battery was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flogard infusion pump was found to have experienced a low battery alarm. No additional information is available.